Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, broken battery tube threads, cracked case at reservoir tube window corner, missing end cap sticker, loose/protruded drive support disk and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had cracks near the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.